Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) on 18 december 2019 however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolution exceeded) and ua 45 (driveshaft not at "home" position after power-on/restart) error messages on the user control panel. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displayed user advisory (ua) 18 (max take-up revolution exceeded) and ua 45 (driveshaft not at "home" position after power-on/restart) error messages were not observed during functional testing; however was confirmed through the archive data review. No device malfunction. Upon visual inspection no physical damage was observed. During functional testing, intermittent flickering of the backlight was observed. This observation is not related to the reported event. During archive review, multiple user advisory (ua) error messages were observed. The platform was used and displayed ua 45 (not at "home" position after power-on/restart), and ua 18 (max take-up revolution exceeded). These events are what the user experienced on the reported event date, these issues are attributed to user error. Ua 16 (timeout moving to take-up position) was also observed; however this is not related to the reported event. After replacing the processor board and cleaning the brake gap to address ua 16, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.